Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(4) 2024, it was reported that the patient faced an insulin flow blocked alarm today at 10:29 am. Further, she noticed that the infusion set tubing was bent near the reservoir and the cap of the reservoir was chipping off a little bit which led to high blood glucose level and tried to treat with bolus. At the time of this report the patient had already changed the infusion set. Currently, her blood glucose level was 351 mg/dl. No further information available.